Manufacturer narrative:
(B)(4). This report is related to a clinical trial, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided.

Event description:
It was reported via clinical trial (B)(6) ¿" barbed knotless sutures reduce arthrotomy closure duration compared to interrupted conventional sutures for total knee arthroplasty. A prospective trial". The broad aim of this study was to compare the safety and efficacy of using barbed sutures versus standard of care sutures for closure of arthrotomy during total knee arthroplasty. A total of 60 patients undergoing total knee arthroplasty were enrolled in a prospective, blinded trial and randomized to receive either running closure of the arthrotomy with barbed sutures (n=30) or interrupted closure with standard of care sutures (n=30). A 16 centimeter medial para-patellar tka approach was planned on all patients. All closures were performed in 3 layers, with the knee in approximately 90° of flexion to minimize potential imbrication of the capsule. For the standard of care group, the arthrotomy (deep layer) was repaired using number 1-0 braided, absorbable suture (vicryl, polyglactin 910, ethicon, johnson & johnson, somerville, nj) followed by closure of the intermediate layer with a 2-0 braided absorbable sutures (vicryl, polyglactin 910, ethicon, johnson & johnson, somerville, nj) and a subcutaneous layer with a 2-0 monofilament (monocryl, poliglecarpone 25, ethicon, johnson & johnson, somerville, nj) followed by adhesive strips (steri-strips¿, 3m, maplewood, mn) followed by surgical dressing (aquacel ¿, convatech, deeside, united kingdom) that was removed at post-operative day 7. For the barbed suture group, wound closure was performed similarly in 3 layers with the use of barbed for closure of the capsule (stratifix symmetric polydiaxanone plus #1, ethicon, johnson & johnson, somerville, nj) (table 2). The subcutaneous layer was then closed with simple interrupted knots using number 2-0 braided absorbable sutures followed by closure of the subcutaneous layer using a number 4-0 monofilament absorbable suture with inverted interrupted knots. Finally, the adhesive strips followed by surgical dressing were applied. These were both removed at post-operative day 7. This file will capture the wound discharge in the standard care group. A (B)(6) woman in the standard of care group with no known history of allergies presented to the emergency department on postoperative day 5 with a two-day history of serous drainage from her wound. The wound was intact but there was a perfectly geometric rash in the shape of her surgical dressing with erythema and fluid filled vesicles. She was diagnosed with contact dermatitis and received a dressing change with adhesive strips and petrolatum impregnated dressing and as well an outpatient dermatology appointment. Her dermatologist prescribed triamcinolone acetonide, 0.1 % ointment, to be applied one to four times a day except in the incisional area for four weeks. The condition resolved by the end of her course.